Event description:
The patient stated that they were in a diabetic coma after obtaining a blood glucose result of 135 mg/dl on the suspect device and administering their normal dosage of insulin before bed time. Emt's were called and they checked the patient's blood glucose at 32 mg/dl when the suspect device read 58 mg/dl. Patient was given two unknown IV's and their glucose rose to 125 mg/dl. Patient refused transportation to the hospital. Glucose controls were not used on the system. The suspect device was replaced with new product and the authorized for return to the manufacturer for evaluation.